Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the procedure, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8028665) was placed in target site and started to release. It was found that 2 distal markers of the stent converged and could not be opened. The physician retracted the stent switched a new one to complete the surgery. The prowler select plus 150/5cm microcatheter was not replaced. There was no patient injury reported. Additional information received on 04-jan-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. There were vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the sten. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was a 20-minute procedural delay due to the event. The delay was clinically significant.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b2, b5, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during an angioplasty procedure, an EU 4.5x22mm stent 12 mm dw tip intracranial stent ((B)(6)) was placed in target site and started to release. It was found that 2 distal markers of the stent converged and could not be opened. The physician retracted the stent switched a new one to complete the surgery. The prowler select plus 150/5cm microcatheter was not replaced. There was no patient injury reported. Additional information received on 04-jan-2024 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. There were vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the sten. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was a 20-minute procedural delay due to the event. The delay was clinically significant. A non-sterile 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were found on the delivery system and detached stent component. The device was inspected under a microscope, and some struts of the stent component were found broken, even to this both stent ends were noted to be completely expanded. Also, delamination of the parylene coating was noted. The issue reported regarding the incompletely expanded stent component was confirmed based on the broken struts found. The multiple stent strut fractures, and the delamination of the parylene coating observed suggest that the device was inadvertently subjected to excessive force during manipulation. The struts breakage resulted in the lack of proper opening behavior of the stent. With the limited information available, the root cause of the failure mode observed remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The stent detachment was not originally documented in the complaint, this condition is not related to the reported failure. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8028665. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.